Event description:
It was reported that during procedure, port was defective, and when worked showed an error: picture is missing, therefore there was a complete loss of visualization while surgical instruments were inside the patient, but when they move the camera head cable, visualization was back. That's why they were able to finish procedure with the same equipment. There was no delay or patient injuries reported.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Camera control unit failed functional testing with distorted video output. Cause of output malfunction is a defective camera head receptacle. Receptacle appears worn and slightly corroded. Product passed functional testing with a known good receptacle installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.